Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a female patient, age (B)(6) years, was implanted with a fibula plate. After two months the patient experienced an area of eczema about 8x3cm, just above the plate. The plate can be felt under the eczema. No connection can be found between the plate and the skin. The skin is intact but the patient has no record of allergies. The patient still has the plate implanted and is still experiencing eczema at the four month checkup. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
(B)(6). Additional product code: hwc. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.